Manufacturer narrative:
Serial number unknown.

Event description:
The field service engineer reported that when the battery was connected the unit would not power on and the alarm led flashed. There was no patient involvement.